Event description:
It was reported by service report that the bed is giving an error code 202 from the head right load cell. The scale and bed exit were not working correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.